Event description:
It was reported that during an anterior cervical decompression with fusion surgery, the surgeon asked the scrub nurse to switch from the variable-depth drill bit to the fixed drill bit. When questioned about the switch, the surgeon stated that it seems that the drill stop was "slipping". No patient complications were reported.

Manufacturer narrative:
(B)(4) - (no consequences to patient), (slippage of device or device component). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.